Event description:
The facility reports while lifting the patient from the chair, the caregivers stopped to retrieve the colonoscopy bag. The bolts came loose, and the hanger bar fell off, dropping the patient six to eight inches back into the chair. No injuries were reported.